Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited arrhythmia episode list, with invalid data and data were invalid on lead trends. It was also reported that the right atrial (ra) lead exhibited under-sensing of atrial fibrillation (af), with small p-waves in af. Both the ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.